Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During burring femur surface, the burr guard detached from the rotary attachment; it happened a second time during burring tibia wall. Experience scrub tech assembled; the surgeon tightened. Case type: right medial pka 3.0.

Manufacturer narrative:
Follow-up #2 and final report submitted to update sections g4, g.5.

Event description:
During burring femur surface, the burr guard detached from the rotary attachment; it happened a second time during burring tibia wall. Experience scrub tech assembled; the surgeon tightened. Case type: right medial pka 3.0.

Event description:
During burring femur surface, the burr guard detached from the rotary attachment; it happened a second time during burring tibia wall. Experience scrub tech assembled; the surgeon tightened. Case type: right medial pka 3.0.

Manufacturer narrative:
Reported event: it was reported that the burr guard detached from the rotary attachment. Product evaluation and results: visual inspection. Visual inspection shows no physical damage to the part. Dimensional inspection: dimensional inspection was not completed as the failure could not be replicated. Functional inspection: functional inspection shows the device functions properly. The long guard is able to assemble properly with multiple rotary attachments including the attachment in this complaint. Material analysis was not completed as there is no material related alleged failure. The materials were confirmed during inspection via material certifications. Product history review: review of the device history records indicate 16 devices were manufactured and accepted into final stock on 05/08/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 204992, lot number 40m923130 shows 1 additional complaints related to the failure in this investigation. This complaint is: pr (B)(4). Conclusions: based on physical investigation of the part, the failure mode was confirmed. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.